Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell down the stairs and the touch screen had cracked. The crack inhibited the customer's vision of the screen. Customer's blood glucose level was "fine" and indicated that manual injections would be used as backup therapy.